Event description:
Date of event unk. IV set leaked near the section loaded into the pump. Found during infusion on pt. No pt injury. No further information. The set was requested, but not received to date. A follow up report will be filed if product is returned in the future.

Manufacturer narrative:
Pt information requested, and all available information is included.